Manufacturer narrative:
Title: relationship between hepatic venous anatomy and hepatic venous blood loss during hepatectomy source: surgery today (2021) 51:1953¿1968 https://doi.org/10.1007/s00595-021-02314-5. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients with hepatobiliary disease who underwent open hepatectomy between april 2014 and march 2020. The study population included 63 patients with hepatobiliary diseases who were scheduled for surgery and who were admitted to one of the two institutions. Ligasure was one device used for hemostasis. The device had an automatic cutting function during coagulation. Again, the sealing time was a few seconds. Sealed vessels were cut using fine scissors. Any bleeding sites or macroscopically detected bile leakage points in the cut plane were sutured. Infra-hepatic inferior vena cava - right atrium (ivc-ra) gap increased intraoperative blood loss of 950 ml leading to blood transfusion in 18 patients.